Event description:
It was reported that the patient presented to the clinic for a routine generator exchange. Upon interrogation, the right atrial lead exhibited high capture threshold. The lead was capped and replaced on (B)(6) 2023. The patient was in stable condition.